Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen went completely blank after the battery was replaced. The audio and vibration feature was still working. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 07/11/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no issues were found with the display screen; the display screen illuminated to normal contrast. No evidence of moisture or contamination was found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.